Manufacturer narrative:
(B)(4). Concomitant medical devices: nexgen stemmed tibial component catalog # 00596600717 lot # 64143713. Cas fixation pin 3.2d x 80mm sterile catalog # 20800000011 lot # 64351364. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2021-00154. Product location is unknown.

Event description:
It was reported that patient underwent a total knee procedure. Subsequently, the patient was revised due to stiffness and infection. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the sterilization certificates showed that the products were sterilized per specification, the root cause for infection is determined to be unrelated to implanted zimmer biomet device. A definitive root cause cannot be determined for stiffness experienced by the patient. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.